Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false susceptible results for erythromycin and lincomycin in association with the vitek ast-p631 test kit while testing an ansm survey organism (staphylococcus aureus). There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. No patient was directly associated with the survey result. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Testing was performed using the in-house strain of 14bac2 lot 1 (staphylococcus aureus) against vitek® 2 ast-p631 and etest. Testing results: etest provided results of resistant for the (B)(6) survey strain. The vitek® 2 ast-p631 cards provided the expected (B)(6) results for (B)(6). The customer result was not duplicated, and the expected (B)(6) results from (B)(6) for (B)(6) were confirmed. The vitek® 2 ast-p631 card is performing as expected.